Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The site of detachment was the hub. Infusion set was used for five hours. Blood glucose level was displayed high at the time of the event. Therefore, patient was replaced the infusion set and cart. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.